Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had received software error. Customer's blood glucose value was 100 mg/dl at the time of incident and the current blood glucose level was 183 mg/dl. The customer states that they were able to clear alarm and was able to complete insulin pump rewind. Troubleshooting was assisted. Fill cannula was not recorded in daily history. The customer was advised to revert to backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Software low level failures found in the device history due to software error.